Event description:
It was reported that the ilet bionic pancreas touchscreen developed a hairline crack and became nonresponsive, resulting in inability to operate the device and normal use interruption; the user could not identify the cause of damage. Symptoms included no injury. Outcomes included device replacement and planned return of the original unit, with guidance provided to shut down the device and continue glucose monitoring with a cgm app or receiver. Investigation included complaint intake, user interview, and preparatory device evaluation upon return. Investigation of this case revealed a cracked or delaminated display rendering the screen inoperable. It was concluded that the device experienced a hardware failure of the touchscreen/display component leading to loss of function without patient harm.